Manufacturer narrative:
Issue was found prior to a surgery case by the user. Unit came in for eval, and we were able to duplicate the clicking sound. Also, the gas unit did not pass calibration, and it needs to replaced. The repair unit will be returned to the customer.

Event description:
(B)(4).